Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was recently found to be operating in safety mode. Boston scientific technical services (ts) was contacted regarding the left ventricular (lv) configuration following the reversion to safety mode, as the patient has been experiencing diaphragmatic stimulation. Ts discussed that lv configuration had switched to unipolar and that the safety mode had most likely occurred due to an elevated battery impedance. An urgent replacement procedure was recommended to ensure adequate therapy delivery. At this time, this crt-p remains implanted and in-service. No adverse patient effects were reported.